Event description:
The chiller has failed and needs to be repaired or replaced (probably the second one). In addition, there may be a new chiller pump and then the whole device has to go through an stk/mtk. Primary wo to this complaint is (B)(4). Per follow up information received via email on (B)(6) 2023, device would be repaired at crawley. Once done, paperwork would be uploaded to smx and there was no patient involvement. They just meant that they think the chiller would be replaced instead of repaired.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Mixing pump failed. Replaced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, e, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
The chiller has failed and needs to be repaired or replaced (probably the second one). In addition, there may be a new chiller pump and then the whole device has to go through an stk/mtk. Per follow up information received via email on 11dec2023, device would be repaired and there was no patient involvement. They just meant that they think the chiller would be replaced instead of repaired.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Mixing pump failed. Replaced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: e UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller has failed and needs to be repaired or replaced (probably the second one). In addition, there may be a new chiller pump and then the whole device has to go through an stk/mtk. Primary wo to this complaint is (B)(4). Per follow up information received via email on (B)(6) 2023, device would be repaired at crawley. Once done, paperwork would be uploaded to smx and there was no patient involvement. They just meant that they think the chiller would be replaced instead of repaired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.